Event description:
A customer reported a tandem mobi cartridge alarm, specifically cartridge alarm 35. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, tandem technical support confirmed the alarm and arranged for a replacement pump to be sent to the customer. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions on putting the pump into storage mode and details for returning the problematic pump. The replacement pump was sent to the customer, and tracking information was provided.